Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui and chronic voiding discomfort. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, and dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011. It was reported that the patient underwent cystoscopy with vaginoscopy on (B)(6) 2011 due to dysuria with vaginal mesh erosion. It was reported that the patient underwent removal of mesh on (B)(6) 2012.